Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The delivery system was not returned, but the capsule was available for evaluation. Visual inspection noted that the capsule found no notable conditions. The delivery system was investigated visually for external damage. It was reported that the capsule failed to attach to the patient's esophagus. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure a capsule failed to attach to the patient's esophagus and was subsequently found in the patient's mouth. The first capsule was able to be retrieved by the physician with their fingers from the patient's mouth. A second capsule was used following the initial failure, and it successfully attached during the second attempt. The physician verified the capsule placement endoscopically, and the deployment device was inserted with the capsule facing the tongue while maintaining the horizontal plane. Lubricant was carefully applied to avoid covering the suction chamber. There was no patient harm.